Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient has canceled their explantation due to covid-19 social distancing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The method code has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: not applicable manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 550cc mentor memorygel breast implant (catalog number 3505501bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2020 and intends to replace with unspecified mentor gel breast implants.